Event description:
The customer reported that the unit functions correctly on battery power, but when mains is connected, the "mains indicator" does not illuminate. This could indicate that the device will not operate on ac power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event.